Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.9, lab: 5.9. Time between testing: within hour. Patient's therapeutic range: 3.5-4.0 inr.

Manufacturer narrative:
Investigation pending.